Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of induration, infectious disease and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, infection and edema: [precautions] (11) take note of general precautions associated with the use of injectable materials such as infections at injection sites. 4. Malfunctions and adverse events (2) adverse events clinically significant adverse events intravascular injection or tissue compression resulting in temporary or permanent blindness or stroke (cerebral ischemia, cerebral hemorrhage, cerebral infarction). Other adverse events nodule, beading, granuloma, allergic reaction/hypersensitivity, herpes, loss/lack of correction, migration of the product/displacement, necrosis (caused by embolization and compression of blood vessels etc.), numbness/paresthesia, pain, abscess, infection, angioedema, discoloration/coloration, hematoma/ecchymosis, itching, inflammatory reaction, redness/rash, swelling/oedema, others (autoimmune disease, dizziness, deeper wrinkle/scar, dry skin, dyspnea, flu-like symptoms, headache, malaise, myasthenia, nausea, scar, symptoms of autoimmune/connective tissue disorders, syncope, vasospasm, vision abnormalities, blood vessel bulging, droop of corner of the mouth and cheek, salivation, hearing loss etc.)

Event description:
Healthcare professional reported injecting a patient with juvéderm vista voluma xc in the cheeks. A month later, the patient had another injection with juvéderm vista voluma xc in the cheeks (ck4, ck5) and jaws. About 2-3 weeks later, the patient returned to the clinic and complained of symptoms consisting of induration on the cheeks (ck4, ck5). Patient was treated with hyaluronidase, but the induration remained. Since the symptoms did not develop after the first injection, the patient was treated with antibiotics for suspected infectious diseases. The patient later called the clinic to inform them that they had developed swelling in the jaws that day. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #9617229-2017-04960 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, the second injection with juvéderm vista voluma xc, also a device manufactured by allergan.